Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen articular surface catalog # 00599402220 lot # 63857690; all poly pat comp 29dia catalog # 00-5972-065-29 lot # 62092303; femoral component option for cemented use only size c left catalog # 00599401391 lot # 63920062; articular surface with locking screw "size striped purple/c d 20 mm height" catalog # 00599402220 lot # 63857690; disp mix bowl & spatula catalog # 00504901101 lot # 63444326; stem extension offset 11mm dia x 100mm length(combined length 145mm) catalog # 00598802011 lot # 62731918; distal only femoral augment block precoat "may be used with anterior block only not posterior catalog # 00599003321 lot # 32033584; distal only femoral augment block precoat "may be used with anterior block only not posterior catalog # 00599003321 lot # 62033585. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-05294. Discarded.

Event description:
It was reported that the patient had a left knee arthroplasty. Subsequently, the patient was revisied due to loosening of tibial prosthesis six years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device was not returned. Review of the device history record (DHR) found no deviations or anomalies related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been provided.